Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and gel bleed.

Event description:
Patient reported no complaint against the device for left side. Healthcare professional reported "capsular contracture grade 3 and mild tenderness", "patient anxious about capsular contractures well as macrotextured nature of implant and its link with alcl", "histology of capsular tissue on left side also showed significant silicone leaching on both sides with synovial metaplasia", "lobulated adipose tissue is present in keeping with a lipoma", "patchy chronic inflammatory cell infiltrate of macrophages, lymphocytes and plasma cells". The device has been explanted.